Event description:
Meter name: one touch basic. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. A patient reported they were unable to test on their meter. Their meter allegedly no power. Issue not resolved. The result on their meter was unable to test. There was no comparison. Not treated. No further information has been reported.